Event description:
The clinic reported a pt treated for a monovision lasik vision correction presented with dlk, spk and pain in the left eye. The dlk was treated and cleared and the spk is reported as improving; however, the pt is continuing to report issues with a scratchy left eye. The pt was implanted with punctate plugs. Pt's post op best corrected visual acuity is 20/20 in both eyes.

Manufacturer narrative:
(B) (4). An amo field service tech examined the system at the customer location and performed a full checkout of laser. No issues were found with performance and operation of the equipment.